Event description:
It was reported that during a surgical procedure conducted at the user facility the device disassembled. Attempts to obtain additional details are ongoing at this time.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device disassembled. Attempts to obtain additional details are ongoing at this time.